Manufacturer narrative:
Device was received with critical pump error (open book image) alarm with constant tone during testing due to moisture damage electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they heard a continuous beeping on the background and they saw a picture of a pump w/ red x and an arrow pointing a book w/ a question mark on it. No harm a medical intervention was reported. The insulin pump will be returned for analysis.